Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2021. Quality controls were within range prior to the event. The sample collection volume was much lower than the target volume recommend by the tube manufacturer. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer ran precision studies and results were within specifications. The investigation determined the issue was consistent with incorrect pre-analytic sample handling due to the low sample volume.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys testosterone ii assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The samples were repeated and all repeat results were believed to be correct. The first patient sample initially resulted in a testosterone value of 7.61 ng/ml. The sample was repeated on (B)(6) 2021, resulting in a value of 0.115 ng/ml. The repeat value of 0.115 ng/ml was reported outside of the laboratory to the patient. The sample was repeated a second time on (B)(6) 2021, resulting in a value of 0.102 ng/ml. The second patient sample initially resulted in a testosterone value of > 15.00 ng/ml accompanied by a data flag on (B)(6) 2021. The sample was repeated on (B)(6) 2021, resulting in a value of < 0.025 ng/ml accompanied by a data flag. The testosterone reagent lot number was 522001, with an expiration date of 31-may-2022.